Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided once available

Event description:
It was reported that the gastrointestinal videoscope was not taking pictures during a colonoscopy procedure which had a less than 30 minutes delay. There were no reports of patient harm.